Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.00mm x 30mm emerge balloon catheter was advanced for pre-dilation. However, during third inflation at 14 atmosphere for 30 seconds, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications nor serious injury were reported.